Manufacturer narrative:
Other applicable components are: product ID: neu_unknown_lead, lot#: unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot#: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). The patient reported they had pain at the ins site and lead wire site after implant as they were both too close to the surface of the skin; however, they were not exiting through the skin. They had revision surgery on june 1st to implant the ins deeper and move the lead. No further complications were reported or anticipated.